Manufacturer narrative:
Customer returned 4 files in an unopened pack from lot# 0000212320. Visually checked files using microscope. No visual manufacturing defects or markings noted on files. Measured the files using tm-0061 on nikon 4. Returned product has been analyzed and was found in compliance with specifications. A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that a protaper gold file broke on first use. The patient was referred to endodontist who filled around the broken file.